Event description:
During a remote follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. No intervention has been performed. Lead abrasion was suspected to be the cause of the event. Provocative testing was performed but the noise was unable to be reproduced. Diagnostic imaging was performed but it did not reveal any anomalies. The patient is stable.

Event description:
Additional information received that the device was reprogrammed as an interim resolution.